Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that that her onetouch ultra2 meter was set to the incorrect language. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that on (B)(6) 2011 at 7:00am when she attempted to test her blood glucose with the subject meter she obtained a message in (B)(6) which she was unable to interpret. At the time of the call to lfs, it was noted that the subject meter was prompting a "low battery" warning in french. Per the owner's booklet, this warning appears when there is not enough battery power remaining to perform a test. The patient informed the csr that she tests on average once to twice a day and manages her diabetes with oral medication (metformin). The patient denied making any changes to her diabetes management due to the alleged issue. However, a few hours after the alleged message appeared, the patient reported she felt "shaky, uneasy and a little faint". The patient claimed she ate her lunch a little earlier in response to the symptoms. The patient informed the csr that the onset of the symptoms may have been attributed to changes in her activity level and her diet. The patient claimed she was not eating as regularly as she should. At the time of troubleshooting, the patient informed the csr that the subject meter had been set to the incorrect language "for a while" but was still able to test. During the call, the csr assisted the patient with changing the language back to english. In addition, the patient confirmed she switched the batteries of the subject meter and was able to test successfully. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.